Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) was deployed outside of the patient¿s body. Therefore, the product was not available, and manual compression was performed for twenty minutes and recovery was achieved. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The exoseal vessel closure unit was prepared and used in accordance with the IFU instructions. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The operator deployed it in the black-black state of the indicator window. However, the plug was deployed outside the patient¿s body. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium or plaque. There was mild access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed with any closure device less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using exoseal. The exoseal vcd was used in transcatheter arterial chemoembolization (tace) with a retrograde approach. The physician was certified in the use of exoseal and had used the device several times prior to this procedure. The patient¿s body mass index (bmi) was not greater than 40. Additional information was requested but not provided. A non-sterile vascular closure device 5f was received for analysis. Upon visual inspection, the deployment lever on the device was not depressed, and the plug was present on the delivery shaft in its manufactured position, which had dry blood residues. The indicator wire was fully deployed. The indicator window was in the black/white position, and the guard was not locked. No other anomalies were observed during this analysis. Additionally, a cordis sheath used in the procedure was returned inserted on the device. Exoseal functional testing per procedure was executed; first by locking the guard, then by pulling the indicator wire to achieve the black/black position, and finally by depressing the deployment lever. This resulted in the deployment of the plug and the change of the indicator window to the black/white/red position. A high magnification evaluation was conducted to assess the conditions of the assembly configuration. During this evaluation, no signs of obstruction or any impediments were observed that could be related to the reported event. The reported event of ¿plug-inaccurate placement¿ was not confirmed through analysis of the returned device since it was received not deployed without any button depression and there were no anomalies noted during functional analysis. The exact cause of the issue experienced could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported inaccurate placement of the plug since the device was received in a condition that does not match the event description provided. Per the event description, the plug was deployed outside the patient after fully depressing the deployment lever; however, the device was received with the plug present in its manufactured position within the delivery shaft and the deployment lever was not depressed. If the complaint device was not received for analysis, it is possible that procedural/handling factors may have contributed to issue experienced if the deployment lever was fully depressed within the patient as stated in the event description. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ the IFU instructs, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was deployed outside of the patient's body. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The operator deployed it in the black-black state of the indicator window. However, the plug is deployed outside the patient's body. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was mild access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The exoseal vcd used in transcatheter arterial chemoembolization (tace) with a retrograde approach. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The patient¿s body mass index (bmi) is not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.